Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a patient had discomfort at the extension site due to twiddler's syndrome. X-rays revealed extensive lead coiling; however despite the coiling, the extension and lead stayed intact without hardware failure. Surgical intervention took place where the extension was replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: section d4 - unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. Correction: section g3 - the PMA/510(k) # should have been p010032 instead of blank. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.